Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient asked for reprogramming because he was receiving oor notifications on his patient controller. The rep in terrogated battery and discovered contacts 0-7 had no connectivity and high impedances. The rep reprogrammed stimulator and only used contacts 8-15. The patient reported that he picked up his dog a few days ago and the dog got scared and started to squirm. The patient reported that he felt a pop in his back at that time. The patient reported he had been having issues with oor since the event but has also had this problem previously. No patient symptoms were reported. No further complications were reported/anticipated.